Manufacturer narrative:
(B)(6). The lot 19c049 was manufactured from march 28-30, 2019. The actual device was not available; however, photographs of the sample were provided for evaluation. The returned photographs were reviewed, and it was noted that there was evidence of leak inside a bag that contained the device. The reported condition was verified. The exact location of leak from the device and the cause of leak could not be objectively determined via the photographs. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was leaking from an unspecified location. The leak was identified at the hospital prior to patient use. The device was filled with sodium chloride (nacl) 0.9%. There was no patient involvement. No additional information is available.